Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. The customer refused repair or service for the device at this time. No parts were returned to philips for failure investigation, therefore, a root cause could not be determined.

Event description:
The customer reported a battery fault. There was no patient or user harm reported. The event date was not specified; estimate used.